Manufacturer narrative:
(B)(4). Eval: results: eval of the product found that all of the rj-11 pins are pushed down in the sensor receptacle however the alarm powers on and passed all functional tests. There is damage near the battery compartment and on the bottom right corner of the alarm case. The liqui-label shows that has been exposed to moisture. One of the screws that holds the alarm case together is missing. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid". (B)(4).

Event description:
Customer claims the alarm has power, but a continuous alarm tone when pressure is on the pad. There was no pt incident or injury reported. Inspection of the product found that the rj-11 receptacle pins are bent.